Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case. No expected product returned most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 01-feb-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from the back to back blood tests meter memory results. The customer¿s expected blood glucose test result range is 120-140 mg/dl am fasting and 190 mg/dl 2 hrs. Meal after meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 241 mg/dl and 222 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/28/2024 and open vial date is 3 days ago. The meter memory was reviewed for previous test result history: result 1: 288 mg/dl date: on (B)(6) 2023 time: 6:10 pm 2 hrs. After meal; result 2: 253 mg/dl date: on (B)(6) 2023 time: 6:09 pm 2 hrs. After meal; result 3: 306 mg/dl date: on (B)(6) 2023 time: 6:08 pm 2 hrs. After meal; result 4: 332 mg/dl date: on (B)(6) 2023 time: 6:08 pm 2 hrs. After meal; result 5: 399 mg/dl date: on (B)(6) 2023 time: 6:06 pm 2 hrs. After meal.

Manufacturer narrative:
Sections with additional information as of 14-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.